Event description:
It was reported that the implantable cardioverter defibrillator exhibited post-paced t-wave oversensing. No intervention was performed at this time. There were no patient consequences.